Event description:
Allegedly, eprd reported 3 new complications for procotyl® c first revision (1 infection and 2 unknown). No further information was reported this incident is capturing 2 unknown failures.